Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during the intraocular lens (iol) implantation procedure, it was reported that lens was cracked. The procedure was completed with replacement lens during the initial procedure. There was no patient harm reported.

Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) in the lens case inside the lens carton. Solution and blood were dried on the lens. The lens had been replaced into the lens case pressed between the outer wall and the posts of the lens case. One haptic was broken in the gusset area over a post of the lens case. The broken haptic portion was returned in the lens case. The other haptic was bent in the gusset area. The optic had cracked areas of damage. The optic was also torn from the optic edge through the optic center. All product and batch history records are quality reviewed prior to product release. Information was provided that indicated the use of a qualified cartridge and two qualified viscoelastics. The handpiece information was not provided. It is unknown if a qualified handpiece was used. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The replacement lens information was not provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).